Manufacturer narrative:
H3 other text : sent to a third-party service center.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient was diagnosed with lung cancer in (B)(6) 2022. The patient also stated that he was blowing black soot like material from his nose. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient was diagnosed with lung cancer in (B)(6) 2022. The patient also stated that he was blowing black soot like material from his nose. Medical intervention was not specified. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings and dust was observed. There was no error code found. The third-party service center concludes that unit scrapped. Box h was updated in this reported.